Manufacturer narrative:
It was reported that the patient had craniseal dural sealant placed following a chiari decompression on (B)(6) 2025. Following the chiari decompression, an alloderm patch was sutured into the dura using 5-0 prolene sutures. Prior to craniseal application, two valsalva maneuvers were performed and a small amount of csf egress was noted. The entire sealant volume of the craniseal was injected over the dural incision line. After application it was noted that there was no csf egress. Craniseal application was performed per the clinical protocol and IFU with no noted device malfunctions, complications, or adverse events reported post operatively. Patient was discharged on (B)(6) 2025 without complication. It was reported that on (B)(6) 2025 patient reported complaints of worsening back pain and paraesthesias in all four extremities. The wound of the patient had healed and she denied headache, occipital pain, neck pain, difficulty swallowing, fever, chills, or other acute complaints. Patient received head, cervical, and thoracic MRI without contrast. Imaging confirmed extradural csf leak posterior to the craniectomy/laminectomy site. Patient was discharged with a follow up scheduled 4-6 weeks from the event. Review of the device history records for the lots shipped to the site indicate that the devices were manufactured to specification. All sterilization requirements were met. A root cause for the csf leak could not be determined from the available information.

Event description:
It was reported that a patient presented to the emergency department with worsening back pain and paraesthesias in all four extremities several weeks after receiving the craniseal dural sealant device in a craniotomy. MRI imaging confirmed fluid collection posterior to the craniectomy/laminectomy site.